Manufacturer narrative:
One 8.5f agilis steerable introducer sheath was received for evaluation. Functional testing confirmed an air leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. Tearing, resulting in a hole, was noted in the proximal and distal seals. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn seals and subsequent leak is consistent with damage during use. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.

Event description:
During the atrial fibrillation procedure, after the pulmonary vein isolation was completed in the left atrium, svc isolation was performed. When the introducer was attempted to be inserted into the left atrium again to check, air was aspirated into the device. The st value increased but returned to the normal value soon after. The procedure was completed without replacing the device, and there were no adverse consequences to the patient.